Event description:
Consumer called to report the bgm is not reading acurately. Was hosptialized due to a blood sugar reading that she receivd was over 600. Was given a lab test and the result was 100.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.